Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a sudden onset of low flow alarms. The alarms persisted after he was admitted to the hospital and given intravenous fluids. He was transferred to a different hospital and underwent diagnosis to rule out outflow graft twist. Log file analysis captured a drop in power and flow on (B)(6) 2021 which continued for the remainder of the file. Low flow events were noted on (B)(6) 2021. It was noted that the trending of pump parameters presented maybe caused by some type of obstruction issue.

Event description:
It was reported that suspected outflow graft location was observed using aortic anastomosis. No outflow graft involvement was noted but it was verbally heard outside of the graft. Viabahn endoprosthesis stent was placed on (B)(6) 2021.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: review of the submitted log files confirmed sustained low flow alarms; however, the report of a clot near the aorta anastomosis, outside of the outflow graft, was unable to be confirmed as no images were submitted. A specific cause for the clot was unable to be determined, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021 and found that the pump operated at the set speed without issue. In the controller periodic log file, estimated flow ranged from 3.1-4.9 liters per minute (lpm) from (B)(6) 2021 through (B)(6) 2021 at 17:47:48. Estimated flow decreased to 2.6 lpm by 18:17:48 on (B)(6) 2021 and ranged from 0.6-2.0 lpm for the remainder of the controller periodic log file with active low flow alarms. A slight decrease in power was noted during the sustained low flow alarms. Refer to the system controller investigation regarding atypical power cable disconnect alarms and controller backup battery use count increases. There were no other notable pump-related alarms active in the log files. The patient reported sudden onset of low flow alarms on (B)(6) 2021. The patient was admitted to the local hospital, and intravenous fluids were administered. The patient was transferred to the implanting center on (B)(6) 2021 for differential diagnosis of the low flow alarms. It was reported that the center was working to rule out outflow graft twist. The patient reportedly had a clot/occlusion with 85% stenosis near the aortic anastomosis; however, it was reported that there was no outflow graft involvement. A stent was placed on (B)(6) 2021. The account denied requests for additional information. The patient remains ongoing on (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists arterial non-central nervous system (cns) thromboembolism as an adverse event that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate 3 lvas patient handbook, rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03mar2019. No further information was provided. The manufacturer is closing the file on this event,

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed sustained low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively established. The submitted log files collectively contained data from (B)(6) 2021 and found that the pump operated at the set speed without issue. In the controller periodic log file, estimated flow ranged from 3.1-4.9 liters per minute (lpm) from (B)(6) 2021 through (B)(6) 2021 at 17:47:48. Estimated flow decreased to 2.6 lpm by 18:17:48 on (B)(6) 2021 and ranged from 0.6-2.0 lpm for the remainder of the controller periodic log file with active low flow alarms. A slight decrease in power was noted during the sustained low flow alarms. Refer to the system controller investigation regarding atypical power cable disconnect alarms and controller backup battery use count increases. There were no other notable pump-related alarms active in the log files. The account denied requests for additional information. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03mar2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.